Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. Physio noted that there was a wire pushed out of the therapy connector assembly. The device was returned to the customer for use.

Event description:
It was reported that the device would intermittently detect the therapy cable assembly. The customer tried multiple cables, but saw the same intermittent failure on all cables. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported failure was due to pin #1 being pushed out of the connector assembly.